Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient complained of chest tenderness and progressive stress dyspnea since the morning. A cardiac catheterization showed outflow graft stenosis and there was a suspicion of thrombus. The patient was implanted with two covered stents and the complaints improved. The patient's medication (including plavix dosage) was changed and the event was considered resolved/recovered on (B)(6) 2019.

Manufacturer narrative:
Section d4, g3, h6: corrections. Section h4: additional information. Manufacturer's investigation conclusions: the report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. The heartmate 3 lvas IFU lists thromboemolism as a "potential risk and adverse event," as well as a "potential late postimplant complication" that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.